Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no complaint device returned for investigation. Therefore no physical assessment could be conducted. Balloon could not be deflated may due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
Before removing the catheter, the balloon could not be fully deflated. The removal was thus more difficult and painful for the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Before removing the catheter, the balloon could not be fully deflated. The removal was thus more difficult and painful for the patient. The patient's condition was reported as fine.